Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was hospitalized due to a pleural effusion. It was noted that there was a perforation of the right ventricle with this rv lead. This right ventricular (rv) lead was explanted, replaced and will not be returned. No further adverse patient effects were reported.